Manufacturer narrative:
Legal manufacturer: hcs madison (B)(4). Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. Therefore, this event is being reported as an individual MDR report due 10/16/2019. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve preventing manual ventilation. There was no report of patient involvement.